Event description:
As stated by an arjohuntleigh technician (B)(6) 2012: gas strut not supporting the door no power - replaced under warranty.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.